Manufacturer narrative:
The device intended for use was returned for evaluation. The reported problem was visually confirmed. The snap-lock nut is sheared off at the collet. The snap locknut is the old version. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snap lock nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component," identified similar events. The most likely cause of this event is the mechanical failure of the snap lock. As a part of corrective actions, more robust design of the snap lock has been released.

Event description:
It was reported that during lab/demo, a handpiece was tried, and seemed to have a power failure. The healthcare professionals tried to use it on the station but didn't work either, and when tested afterward it failed the handpiece tests. No patient involved.